Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated a thermocouple error, thermistor error, and a loss of contact force during the procedure; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown.

Event description:
Related manufacturer report number: 9680001-2021-00045. During the premature ventricular contractions (pvc) procedure, it was noted that the contact force could not be displayed. The catheter was exchanged, but the same issue occurred. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient. A delay occurred due to this issue.